Manufacturer narrative:
Section h3, h4: additional information. Manufacturer investigation conclusion: the report of an s3 alarm could not be confirmed nor reproduced during testing of the returned centrimag motor. The returned motor was evaluated and tested by the service depot. The motor was tested along with its related 2nd gene primary console, and flow probe. The system was operated for an extended period of time. The motor ran smoothly at all speeds without triggering any alarms. Full functional checkout was performed per the centrimag motor service process and the unit passed all tests. Visual inspection of the motor's cable did not reveal any issues. The returned motor was found to function as intended. As a result, the root cause of the reported event could not be conclusively determined nor correlated to a motor related issue. The tested motor was returned to the customer site. Reports of similar events will continue to be tracked and monitored. The 2nd generation centrimag system operating manual section 4-"warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This medwatch is reporting the motor. The primary console is reported under medwatch MFR report # 2916596-2019-00741. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was placed on extracorporeal membrane oxygenation (ECMO) support. It was reported that an s3 alarm occurred on the primary console while in use on the patient. During changeout of the primary console and motor, the patient arrested requiring cardiopulmonary resuscitation. The whole event took 10 seconds with immediate return of cardiac function and electrocardiogram (ECG) once ECMO was reinstated. It was reported that there was no detrimental effect to the patient. No additional information was provided.